Event description:
Boston scientific received information that the patient came in for a follow up due to beeping on the device due to out of range shock impedances. The beeping on the device was turned to off and the patient was placed on remote monitoring. The physician had elected to replace the right ventricular lead as the measurements had been variable over the year the lead was implanted. All other parameters appeared normal. After the replacement normal shock impedances were confirmed. No adverse patient effects were reported.

Event description:
Additional information noted that this lead will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
---

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection noted setscrew marks on the is-1 and distal high voltage terminal pins. Bunching was also noted in several places and some of the rate sense conductor coils are is offset due to the bunching. In addition, a cut was noted in the insulation as well as blood/fluid in the helix housing and the helix being retracted. The lead passes electrical testing and was continuous. Laboratory analysis could not confirm the reported clinical observations.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.